Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument tube extension was broken and missing a piece at the proximal clevis was dislodged from the main tube. Engineering also observed various small indentations on both blade edges, making closing of the blades difficult. No other damage was found. Per the case notes, all broken pieces were successfully retrieved from the patient.

Event description:
It was reported that during the prostatectomy procedure the wrist of the monopolar curved scissors instrument cracked and pieces fell inside of the patient's anatomy. The broken pieces were retrieved from the patient. The surgical staff was unable to remove the instrument from the cannula accessory, therefore, the cannula and instrument were removed from the patient concurrently. The planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.